Event description:
It was reported to boston scientific corporation that an endostat ii foot switch was used during a colonoscopy procedure performed on (B)(6) 2012. According to the complainant, during removal of a polyp from the patient's ascending colon, the physician depressed the foot switch pedal but the unit would not cauterize. The grounding pad was replaced and the generator settings were changed, neither of which resolved the issue. Therefore, the target polyp was removed without cautery, thus completing the procedure. No bleeding occurred as a result. Following the procedure, it was reported that the foot switch had fallen apart. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Exact patient age is unknown but is over 18 years. The complainant was unable to provide the suspect device serial number; therefore, the device manufactured date is unknown. (B)(4) for the reported event: foot switch failed to activate energy delivery. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.